Event description:
It was reported that the minicap had a missing sponge; further described as ""without foam." This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medial intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which did not show any imperfections on the outside of the cap such as cracks or holes, nor did it show whether the cap had the foam well positioned inside or if it did not have the foam. The reported condition was not verified by the photo evaluation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.